Event description:
After endometrial ablation and still in the or, silicone ring that should have still been attached to device was not on the novasure v5. The surgeon found the silicone ring on the cervix and removed it. No harm to patient and successful procedure. Device should not have lost the silicone ring and therefore reporting voluntary to medwatch.